Manufacturer narrative:
Concomitant medical products: 429888 lead implanted: (B)(6) 2017, 2088tc lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) there was an occurrence of an atrial pace event that caused large artifact on right ventricular (rv) lead coil to device electrogram (egm). It was also reported there were times where there was noise occurring on the rv lead and competitor lead egm channels that were indicated as possible electromagnetic interference (emi) or lead issue. The patient was admitted to the hospital for observation. The plan is to monitor patient through follow up in office checks or remote transmissions. The rv lead remains in use. No patient complications have been reported as a result of this event.